Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber tip was missing. Additionally, a distal circumferential fracture and glue failure were observed. The rate of forward firing was above the 10% threshold for potential patient harm. The metal cap exhibited severe charred debris adhesion on surface indicative of prolonged tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify additional signs of breakage along the length of the fiber. The connector cone, segments, and tabs were in good condition and secured. The control knob was attached and aligned with the fiber and could rotate the fiber. The fiber was tested using the forward firing test fixture. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device caused or contributed to the reported event.

Event description:
It was reported that the fiber stopped working. Analysis of the returned fiber identified that the glass tip was missing, and additionally, a distal circumferential fracture was observed. The forward firing rate is above the threshold for potential patient harm. The procedure was completed with another device. There were no patient complications.